Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during boot up the device gave out a error message indicating "getesported value cannot be called before prerequisite import". The device would not connect hardwired and the device does boot up relatively slow. Troubleshooting was attempted by trying a different outlet 3 times but the issue was not resolved. The patient interface was working fine with other consoles. There was no known patient impact.

Manufacturer narrative:
H3: analysis of the device confirmed the reported issue of extended boot time and error message regarding console to be shut down due to self test failure. The ssd had to be replaced and incorrect firmware revision issue was observed. H6: previous codes b17, c20 and g02030 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.